Manufacturer narrative:
This pump underwent routine maintenance testing where the service technician found that the pump's 30 psi test kept failing after multiple recalibrations during preventive maintenance (pm). The outcome of the testing is not yet available. However, a CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
Zyno medical found that during preventive maintenance (pm), the 30 psi test kept failing after multiple recalibrations. There was no patient involvement as the issue was discovered during pm.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00552 is a duplicate of MDR# 3006575795-2024-00551. Refer to 3006575795-2024-00551 for event details. Reference to complaint #: (B)(4).